Event description:
A consumer reported that her 5-year-old son received second degree burns on his thigh and genitals from hot water that spilled from the personal steam inhaler. She stated that her 10-year-old daughter had been using the device and approximately 30 seconds after powering it off, her son grabbed and attempted to handle the unit. The bottom portion of the device fell off, causing hot water to spill onto the child and resulting in his injuries. Medical intervention was sought at an emergency room, and the child was then transported to a children's trauma center where he was diagnosed with second degree burns. The instructions for proper use have clear warnings that state "keep out of reach of children," "caution: never move the appliance while in use. It can spill hot water if tilted, shaken or tipped over causing injury or burns," as well as "allow the appliance to cool for at least 20 minutes before moving or refilling it."